Event description:
It was reported that the patient felt on their implantable neurostimulator (ins) and went to the emergency room six hours later to staple the incision. Additional information received reported that the cause of the fall was not determined, but was not device related. The patient recovered without permanent impairment. Follow-up is being conducted to determine cause, action, and outcome.

Event description:
Additional information received reported that the patient had another appointment scheduled on (B)(6) 2015. In addition, the family doctor was now point of contact not the surgeon.

Event description:
Additional information received reported that the patient received assistance from the physician or the manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was getting pain in the left leg and he could hardly walk. It caused him to fall. The pain was reported to have started since the last appointment with the manufacturer representative (rep) in (B)(6) 2015. The fall occurred in (B)(6) 2015. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2015 and wanted the rep to meet to perform reprogramming. Follow-up was performed to determine if the patient had required any further assistance and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 3550-39, lot# n360530, implanted: 2015-(B)(6), product type: accessory. (B)(4).